Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11. Corrected fields: d10. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
It was reported the colonovideoscope angulation knob could not be turned. The issue occurred during pre-use inspection. There were no reports of patient involvement.